Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed pericardial effusion and tamponade during premature ventricular contraction (pvc) ablation. A manual aspiration was performed to remove the blood and post operation echo showed near resolution of effusion with only a small space anteriorly and at the apex and virtually no effusion posteriorly. The patient was further observed but the effusion did not change. It was also reported that the patient subsequently had cardiogenic shock. The patient was then admitted and placed on pressors. Additional information received indicating that the patient had atrial fibrillation while hospitalized after pvc ablation likely due to pericardial irritation post hemopericardium with drain. Patient medication was changed. Also, hypotension and hyperkalemia were also noted after the procedure. Moreover, there was no allegation against the device. This ICD remains in service. No additional adverse patient effects were reported.